Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving fentanyl (1125 mcg/ml at 175.1 mcg/day) and bupivacaine (27,000 mcg/ml at 4201 mcg/day) via an implantable infusion pump. It was reported that the patient came in for a normal refill and upon discharge she became very somnolent, unable to stand up and respond to commands. The patient had narcan administered twice became coherent and seemed back to normal again. The physician performed a pocket aspiration to check and see if perhaps an inadvertent pocket fill had occurred and that aspiration did not produce anything. After they were able to stabilize the patient she was sent to the hospital by ambulance where she was kept overnight for observation. The physician is very concerned about pump performance.